Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition and missing the air detector cover. Customer's complaint was verified. The event log was unable to be downloaded. Service replaced the microprocessor board. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd prizm vip pump has error code 20201. No reported adverse effects.